Manufacturer narrative:
On april 20, 2026, mentor became aware that the patient underwent bilateral replacement surgery with catalog number 354251bc; serial number (B)(6) on the left side and with catalog number 3504751; serial number (B)(6) on the right side on (B)(6) , 2026. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Patient also suffered right side breast mass, this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast cyst. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old caucasian female patient underwent primary breast augmentation with 475cc mentor memorygel breast implant on the right side, and with 425cc mentor memorygel breast implant on the left side and experienced capsular contracture; baker grade unknown, and breast implant rupture on her right side postoperatively; diagnosed via mammogram and MRI. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2026. On (B)(6) 2026, mentor became aware that the patient also experienced bilateral breast cyst in addition to right side rupture, and capsular contracture, baker grade unknown. This medwatch report is for the patient¿s left-sided device.